Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece and all tines were intact and undamaged. Furthermore, a visual inspection concluded that there were no anomalies with the lead.

Event description:
During follow-up, diagnostic imagining was performed and showed that the right atrial (ra) lead was dislodged. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.